Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's tubing kit was replaced to address the issue. An issue related the device's active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.